Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative in regards to a patient who was being treated with lioresal at a dose of 700 mcg per day via an implanted infusion pump for intractable spasticity. The concentration of the lioresal and lot number were unable to be obtained. On approximately (B)(6) 2015, the patient had reported dehiscence, specifically there was approximately 4 mm of wound dehiscence at the pump pocket. Additionally, there was a possible infection. No diagnostics/ troubleshooting had been performed. In an effort to resolve the issue, the pump and catheter were removed on (B)(6) 2015 and were not replaced. The devices would not be returned because the customer discarded them. It was planned for the devices to be replaced in the future. The issue had not resolved as of the date of this report, but the patient was alive without injury. Information pertaining to the cause of the event and outcome were not provided. Additional information has been requested from the hcp, but it was not available at the time of this report. Should additional reportable information be received, a follow-up report will be submitted.